Event description:
Noted incision burn in first seconds of ultrasound os. Changed system and completed procedure. Sutured wound to close. Patient was hospitalized for three days. Prognosis reported as good.